Event description:
A customer reported a leak when using a unicel dxc 600 synchron system. The instrument was generating "cartridge chemistry sample probe delivery motion" errors and the tops of sample tube caps were wet. The customer stated that when sample tube caps are removed and samples are processed on the instrument there are no motion errors. The leak was contained to the instrument. The operator was wearing personal protective equipment of lab coat and gloves when the leak occurred. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and confirmed leaking from the cap piercer blade wash shuttle and assigned the cause to a loose drain line fitting. The fitting was tightened to correct the problem. Identified failure mode: the failure mode is a loose cap piercer drain line fitting. A leaking cap piercer blade wash shuttle can impact any or all chemistries, including critical chemistries, upon recur. (B)(4).